Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and it was determined that the console of the device was displaying an e6 error code (overheat warning), and there was foreign substance/debris/cleaning/sterilization. It was further determined that the device failed pretest for no short circuit between phases and connector body. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance. UDI - (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation it was determined that the console was displaying an e6 error code (overheat warning). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.